Event description:
The customer reported 12-lead ECG signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG signal loss. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.